Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported multiple no delivery alarms during bolus deliveries and manual primes. The customer also felt that the insulin pump was no longer delivering insulin properly. The customer requested a replacement insulin pump. Nothing further was reported.